Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a pulmonary parenchymal resection when the device was being used the physician thought the firing was completed and tried to release the device, but the release could only be processed until halfway. The sheet was cut off with scissors and removed. There was no patient harm.